Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced due to a constant system error 107 at power up. System error 105 was confirmed through a review of the event history log and found to be caused by severed motor mount screws. One of the six motor mount screws was stuck in the motor gears. The failed motor assembly and screws were replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.